Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The customer reported the battery depleted from 75% to 5% within 12 hours. Additionally, it was reported that the customer heard and felt the cartridge bag burst as the customer was filling the cartridge; no cartridge leaks were observed by the customer. A cartridge change was performed to address the issue. Blood glucose level was 62mg/dl. Reportedly, the customer reverted to an alternate pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery issue could not be evaluated due to different issue identified. No failure related to the cartridge issue was identified.